Manufacturer narrative:
Device evaluated by manufacturer? No. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. The lens was returned in vial in liquid. Claim # (B)(4). Injector not returned.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, in the patient's eye and explanted the lens within the same surgery after noticing the lens was hard to implant. The lens corner tilted upon removal. The surgeon indicated the injector was stiff even though the foam tip plunger was well soaked. There was no patient injury and the backup lens was implanted. The reporter stated the injector could be the cause of the event.